Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance regarding a "check patient line" alarm that appeared on the display of hp's homechoice machine during the initial drain of the hp's automated peritoneal dialysis (apd) therapy. Hp noted that the patient line of the homechoice set was leaking just as the tubing exists the door on the machine. Tsc assisted hp in ending treatment early and setting up with new supplies to complete therapy. No patient injury or medical intervention was assoicated with this incident, per hp's family member.